Manufacturer narrative:
Upon receipt in our quality assurance laboratory, a thorough evaluation of the lead was performed. There was dried blood/body fluid noted in the helix housing and within the window/neck region of the lead itself. Physical damage to the lead¿s helix was confirmed; the fractured helix end was observed to be flush with the distal end of the helix housing. Detailed analysis, including x-ray, of the rest of the lead body did not reveal any anomalies. Analysis concluded the damage was consistent with torsional overstress.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant. The lead was placed in the atrium, however in order to obtain better measurements the physician decided to move the lead. The helix mechanism would not retract. After 40 rotations with the fixation tool the physician attempted to retract the helix by turning the lead body. After approximately 47 total rotations the helix seemed to abruptly retract. Upon examining the lead, it was noted the helix had detached from the lead. Fluoroscopic evaluation found the helix remained attached to the atrium. No further intervention is planned to retrieve the helix. A new lead was successfully implanted. No adverse patient effects were reported.